Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that it was very hard to get the insr antenna over the ins to charge. The caller stated it took a while to rind the right spot. Caller stated they were told by the rep that this was a known issue with this model. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the problem was not that they could not find the right position, but that the recharger was not working at all; however, this was resolved over the phone with patient services. There were no patient symptoms or complications reported.